Event description:
It was reported that a patient who was implanted with an onkos personalized pelvis sustained a fall and broke an implanted my3d personalized pelvic reconstruction system cancellous bone screw. During the revision procedure on (B)(6) 2024, the surgeon removed the head of the fractured screw and left the distal portion in the patient. The remainder of the construct was left untouched. This event will be reportable to the FDA as a serious injury due to the revision procedure.

Manufacturer narrative:
It is likely that external trauma (i.e. Patient fall) contributed to the patient's onkos my3d personalized pelvic reconstruction system cancellous bone screw fracturing. The patient's index procedure occurred on (B)(6) 2023, and the patient was revised on (B)(6) 2024 to remove the proximal end of the screw. The remainder of the construct was left untouched, per the surgeon's judgement. The my3d personalized pelvic reconstructive system IFU was reviewed, and the following relevant post-operative complication was identified: fracture by trauma or excessive loading.